Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
Note: date of event is unknown. On july 9, 2007, it was reported to boston scientific corporation, that a procedure to place an ultraflex esophageal stent was performed (patient age and gender unknown). According to the complainant, prior to placing the stent, "a dilatation was performed at 12mm with a (bsc) cre (wire-guided) balloon." In addition, it was reported that while the physician was attempting to release the stent, resistance was felt at "two thirds deployment." And, "when the suture was pulled by force, the system was pulled. After the "device was successfully removed from the patient's body with the snare," the procedure was "successfully completed" with another ultraflex esophageal stent. At the conclusion of the procedure, the patient's condition was reported as "good."